Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer is able to access the main menu but on certain screens the act button does not work. Customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.